Event description:
Complainant alleged that while monitoring a pt during transport, the device displayed a "defib fault 85" message. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.